Manufacturer narrative:
B5 - b7: corrected. D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer's reported problem, "there was an air leak", was verified by functional testing. The reported issue was caused by a leak from the demand detector. The product was returned to the customer without being repaired because the supply of the detector as a repair or replacement part had ended and it was no longer available. Visual, functional and performance tests were not applicable as no repair work had been performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Correction: there was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air leak. There was no patient harm/adverse event reported.